Manufacturer narrative:
Customer disposed of the device, and therefore it can not be evaluated. If additional information is received a following report will be filed.

Event description:
Facility reported that during routine care, staff noted that an unspecified portion of the tracheostomy tube was "broken". There was no reportable or any adverse impact to the patient.